Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found a damaged conductor wire insulation. The internal wires were not exposed. Electrical continuity was performed and passed. The root cause of this failure was attributed to a component failure. As part of the investigation, further inspection of the instrument found thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. The root cause of this failure is attributed to mishandling or misuse. A review of the device logs for the maryland bipolar forceps (part# 470172-16 / lot/serial# (B)(4) associated with this event has been performed. Per this review, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 5 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. Failure analysis confirmed this issue due to a component failure as well as thermal damage on the bipolar yaw pulley due to mishandling and misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the conductor wire of the maryland bipolar forceps (mbf) instrument was damaged. Instrument was replaced to the backup. The user continued the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The customer did not notice any evidence of arcing. There was no fragment that fell inside the patient¿s anatomy.